Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain at the ipg site. Swelling and fluid discharge were noted. The patient was prescribed with lidocaine patch.